Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Reportedly, the customer reverted to an alternate method of insulin therapy.